Event description:
Bed alarm unit sounded in the pt's room but not at the nurse's station.

Manufacturer narrative:
Our rep (B)(4) visited the facility on (B)(4) 2010. He found the console unit not programmed properly and signal units not charged properly. He also conducted a training session for associated personnel. All products were functioning properly when he left the facility.